Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5006849. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter malfunctioned. The phlebotomist was engaging push button when the needle shot out the back of the device toward the phlebotomist as she engaged the push button to retract the needle. No serious injury or medical intervention reported.